Manufacturer narrative:
The product is not available for eval and testing. Add'l info to be submitted 30 days upon receipt.

Event description:
When the smart stent (c07040mb) was pulled out of the packaging, it was found partially deployed. The device was secure in the packaging. It is unknown if the device was covered by its protective tubing or if the locking pin was still in place. The device was properly stored and there was no mishandling of the device prior to opening. The product was not clinically used.